Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent buttons response due to moisture damage on the keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She replaced the battery and received a battery out limit alarm which could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 103 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.